Event description:
It was reported that the patient's right atrial (ra) lead had no capture and a possible fracture. Additionally, the lead was oversensing with movement such as a cough. The lead was explanted and replaced. Furthermore, the patient's left ventricular (lv) lead was causing diaphragmatic and phrenic nerve stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID dtba1d1 ICD, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2009. (B)(4).